Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunctions. The analysis site confirmed the unit would intermittently displayed error code 5. The main pcb board was replaced to correct the issue. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the generator displayed multiple error code 5 during an unk procedure. During troubleshooting after case, it was determined that generator caused issue. Another generator was used to complete the case. No other case information available. No patient consequence reported.